Manufacturer narrative:
Per t:slim x2 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump was not being worn on the same side of the body as the transmitter and sensor. The customer moved the pump near the transmitter to resolve the reported issue. There was no reported impact to customer's blood glucose level.